Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: 12 days after a hip total endoprosthesis patient, an (B)(6) male, had a partial fascia-dehiscence. Reoperation was necessary and in the situs it was shown that about half of the fascia lata was open partial. Part of the used suture was ripped in the course of thread. After reoperation the patient could be go to rehabilitation without complication. There was no excessive blood loss, no extension of an incision, no change of operating procedure, no loss or damage to tissue, residual sutures had to be removed and destroyed, no reinforcement material used. After follow up with the account it was confirmed that the sutures in question were disposed of and no other sutures were available for testing. No x-ray was used on the patient.